Event description:
In 2010, her blood glucose reading was 40s and 50s in the morning and 250, 300 and above and as a result she was using extra units of novolog and novolipt, stated that she started using precision extra strips since (B)(6). Dose, frequency & route used: used 5 to 7 times daily. Therapy dates: (B)(6) thru (B)(6) 2011.